Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was received for evaluation. A volumetrics sequential run of 111ml for eight (8) stations concluding with 112ml for the ninth station (for a total of 1000ml) was performed and the device tested in specification at 1000ml +/- 2.7%. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per reported by the user facility: stations 4 and 5 are overfilling without any alarms and the source pool container ran dry too early. A visual inspection of the filled final containers shows there is too much solution in the final container. No injuries were reported.